Manufacturer narrative:
Not provided.

Event description:
The patient was undergoing continuous renal replacement therapy using a prismaflex hf1400 set when the return pressure increased as the medical team was turning the patient. Shortly after, it was noted that blood had backed up into the post filter replacement line, and that there was external blood leakage at the connection between the replacement line and the deaeration chamber. The nurse ended the treatment without returning the blood, resulting in a blood loss of approximately 186 ml. Following the event, the patient was reported to be hemodynamically stable with an unchanged hematocrit. There was no serious injury or medical intervention required following this event.